Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer treated high blood glucose a manual injection. The customer noticed blood glucose rising so she checked the infusion set and found it was leaking at the insertion site. The insulin pump will not be retuned for analysis.